Event description:
It was reported the index procedure was (B)(6) 2012 with 4.0 x 16 mm and 4.0 x 20 mm non-abbott stents to mid saphenous vein graft (svg) to right posterior descending artery (rpda) (cass#4). The subject was discharged on (B)(6) 2012. On (B)(6) the subject was diagnosed with escalating angina and was hospitalized on (B)(6) 2013 for a coronary angiography which revealed left main coronary artery (lmca) no disease; left anterior descending (lad) 30% stenosed; circumflex (lcx) 30% proximal and 50% mid stenosis; first obtuse marginal (om) diffused disease; second om occlusion; third om total occlusion; proximal right coronary artery (prca) total occlusion; svg to om occluded; svg to rpda 20% proximal in-stent restenosis (isr), 90% mid isr. On (B)(6) 2013, 511 days post index procedure restenosis of the previously placed 2.5 x 12 mm promus stent located in the prca (cass #1) and 4.5 mm non-abbott stent, 4.0 x 12 mm promus stent, 3.5 x 18 mm promus stent, 4.0 mm x 15 mm promus stent, 4.0 x 16 mm and 4.0 x 12 mm non-abbott stents located in the rpda was noted. On (B)(6) 2013, 511 days post index procedure stent thrombosis with 90% focal isr of the previously placed study stent located in the svg to rpda (cass#4) was treated with balloon angioplasty and placement of a 4.0 x 30 mm non-abbott stent with 0 % residual stenosis. On (B)(6) 2013 the event was considered resolved without residual effects and the subject was discharged on the same day. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. Stenosis and angina are listed in the promus everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. The other 3 promus referenced are being filed under a separate manufacturing report numbers. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.